Manufacturer narrative:
Investigation summary: a review of the DHR found that lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Tested 6x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of complaint history did not identify any adverse trends. Root cause: cannot determine with retain and return. Source: email.

Event description:
Reported 1 false positive sofia sars result for one asymptomatic patient (off label use - at the time.) The customer communicated the result was confirmed negative by another rapid antigen assay.